Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the access 2 instrument. The initial accu tni result was 0.65 ng/ml. The result was reported out of the lab and questioned by the physician. On the same day, the customer re-tested the patient original sample for accu tni. The accu tni result was o.05 ng/ml. A corrected report was issued. Based on available information, after the elevated accu tni was reported, the patient was transferred to ICU for cardiac evaluation. The customer indicated that the patient was monitored, but no change in treatment was reported.